Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration, loss of stimulation, loss of therapy, high impedances, and a return of pain noted. Rep saw the patient today and he states that ¿sometime before thanksgiving¿ in november he had a big fall. After that fall, he lost the sensation of stimulation. He then went to go into his remote, and could no longer increase or decrease his stimulation. He tried on all three groups and could not make any changes. He also stopped getting any therapeutic relief after the fall/loss of stimulation (he runs his system to parasthesia). He states that before this fall he was getting 70 to 80% relief of his chronic pain from the stimulator. When rep read his device and checked impedances it showed that every single electrode said to avoid. Rep had changed the reference electrode from 0 to 9 and it did not make a difference as it showed that every single electrode said to avoid and 13 showed ---. Rep showed this to hcp and he wanted to get an x-ray of the leads. This also proved lead migration. The leads were both placed the top of t8 and now the left is at mid t9 and the rt is at bottom t7. When rep tried to increase the stimulation on the tablet, the patient also did not feel any tingling at high amplitudes (12ma). This further proved that there is no further programming that they could do today and the only option is to do a lead revision. It is not scheduled at this time but plans to be in the future. Rep turned the stimulator off today and explained there was no programming that the rep could do to get around these issues. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.